Event description:
It was reported that the tandem-provided charging supplies began melting. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer had an alternate pump for insulin therapy.